Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device to her uterus") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two or three devices noted on the left" and device deployment issue "doctor did not believe the first coil deployed". The patient's past medical history included multigravida, parity 4 (date of birth (B)(6) 1991; (B)(6) 1993, (B)(6) 2000 and (B)(6) 2005.), depression, asthma, gastrointestinal disorder, hypercholesterolemia, arthrogram of knee, tonsillectomy, carpal tunnel syndrome and spinal fusion surgery. Previously administered products included for an unreported indication: iud. Concurrent conditions included overweight, type ii diabetes mellitus, tobacco user (packs , day: .5 smoke exposure in the home) and alcohol use. Family history included depression, hypertension, anemia, osteoporosis, heart disease, unspecified, diabetes, hypercholesterolemia, throat cancer and ovarian cancer. Concomitant products included atorvastatin since 2013, lisinopril since 2013 and metformin since 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("chronic pelvic pain / pelvic pain (constant with episode of stabbing, and shooting pain) / pain"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)") and abdominal pain ("abdominal pain (constant with episode of stabbing, and shooting pain)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("cramping during menstruation / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen, insulin and surgery (total hysterectomy (uterus and cervix removed) ¿laparoscopic bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: doctor did not believe the first coil deployed, so another one was implanted. This was grasped and removed. A second device was used and deployed in the usual manner. 7 coils were noted to be extending into the uterine cavity. The right tubal ostium was clearly identified and the essure system was deployed per the manufacturer's instructions. 2 coils were noted to be extending into the uterine cavity. The hysteroscope, tenaculum, and speculum were removed. No active bleeding from the cervix was noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2011-hysterosalpingogram: total bilateral occlusion; two or three devices noted on the left. Current weight: 160 lbs approximate weight at the time of essure placement: 160 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-oct-2018: update of quality-safety evaluation of product technical complaint ( FDA code update). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device to her uterus") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two or three devices noted on the left". The patient's past medical history included multigravida, parity 4 (date of birth (B)(6) 1991; (B)(6) 1993, (B)(6) 2000 and (B)(6) 2005.), depression, asthma, gastrointestinal disorder, hypercholesterolemia, arthrogram of knee, tonsillectomy, carpal tunnel syndrome and spinal fusion surgery. Previously administered products included for an unreported indication: iud. Concurrent conditions included overweight, type ii diabetes mellitus, tobacco user (packs , day: .5 smoke exposure in the home) and alcohol use. Family history included depression, hypertension, anemia, osteoporosis, heart disease, unspecified, diabetes, hypercholesterolemia, throat cancer and ovarian cancer. Concomitant products included atorvastatin since 2013, lisinopril since 2013 and metformin since 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("chronic pelvic pain / pelvic pain (constant with episode of stabbing, and shooting pain) / pain") and abdominal pain ("abdominal pain (constant with episode of stabbing, and shooting pain)"). In 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("cramping during menstruation / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device deployment issue ("doctor did not believe the first coil deployed") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen, insulin and surgery (total hysterectomy (uterus and cervix removed) ¿laparoscopic bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion and device deployment issue outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, device deployment issue, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: doctor did not believe the first coil deployed, so another one was implanted.this was grasped and removed. A second device was used and deployed in the usual manner. 7 coils were noted to be extending into the uterine cavity. The right tubal ostium was clearly identified and the essure system was deployed per the manufacturer's instructions. 2 coils were noted to be extending into the uterine cavity. The hysteroscope, tenaculum, and speculum were removed. No active bleeding from the cervix was noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2011-hysterosalpingogram: total bilateral occlusion; two or three devices noted on the left. Current weight: (B)(6) lbs approximate weight at the time of essure placement: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 24-jan-2018: plantiff fact sheet & medical record received. Events vaginal bleeding, dyspareunia,menorrhagia, abdominal pain , device use issue are added. Lot number added, product information updated. Lab data updated. Concomitant condition & drugs are added. Historical condition and drugs were added product patient & reporter information updated.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 14-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding). She was later diagnosed with migration of the device to her uterus. Approximately 5 years later, she underwent a total laparoscopic hysterectomy and bilateral salpingectomy. Device dislocation and genital bleeding are anticipated in the reference safety information for essure. Considering that essure therapy may cause bleedings and that essure may move out of fallopian tube, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device to her uterus") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two or three devices noted on the left" and device deployment issue "doctor did not believe the first coil deployed". The patient's past medical history included multigravida, parity 4 (date of birth (B)(6) 1991; (B)(6) 1993, (B)(6) 2000 and (B)(6) 2005.), depression, asthma, gastrointestinal disorder, hypercholesterolemia, arthrogram of knee, tonsillectomy, carpal tunnel syndrome and spinal fusion surgery. Previously administered products included for an unreported indication: iud. Concurrent conditions included overweight, type ii diabetes mellitus, tobacco user (packs , day: .5 smoke exposure in the home) and alcohol use. Family history included depression, hypertension, anemia, osteoporosis, heart disease, unspecified, diabetes, hypercholesterolemia, throat cancer and ovarian cancer. Concomitant products included atorvastatin since 2013, lisinopril since 2013 and metformin since 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("chronic pelvic pain / pelvic pain (constant with episode of stabbing, and shooting pain) / pain"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)") and abdominal pain ("abdominal pain (constant with episode of stabbing, and shooting pain)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("cramping during menstruation / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen, insulin and surgery (total hysterectomy (uterus and cervix removed) ¿laparoscopic bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: doctor did not believe the first coil deployed, so another one was implanted. This was grasped and removed. A second device was used and deployed in the usual manner. 7 coils were noted to be extending into the uterine cavity. The right tubal ostium was clearly identified and the essure system was deployed per the manufacturer's instructions. 2 coils were noted to be extending into the uterine cavity. The hysteroscope, tenaculum, and speculum were removed. No active bleeding from the cervix was noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2011-hysterosalpingogram: total bilateral occlusion; two or three devices noted on the left. Current weight: 160 lbs. Approximate weight at the time of essure placement: 160 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 18-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent contraception. On (B)(6) 2011, hsg was done and confirmed satisfactory placement of essure and full occlusion of tubes. Sometime after implant of the essure device she began to experience one or more of the following symptoms including but not limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing chronic pelvic pain as well as heavy bleeding and cramping during menstruation. She was later diagnosed with migration of the device to her uterus on (B)(6) 2016 she underwent a total laparoscopic hysterectomy and bilateral salpingectomy. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding). She was later diagnosed with migration of the device to her uterus. Approximately 5 years later, she underwent a total laparoscopic hysterectomy and bilateral salpingectomy. Device dislocation and genital bleeding are anticipated in the reference safety information for essure. Considering that essure therapy may cause bleedings and that essure may move out of fallopian tube, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.